Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were reloaded to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 147-148 mg/dl.